Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not perform an intrinsic r-wave measurement test. A review of the daily measurements revealed that the device had not performed pacing or shock impedance measurement tests for over one month. The patient was in normal sinus rhythm, so no episode was in progress at this time. The guidant representative performed a memory dump and the disk was sent to gudiant reliability engineering for analysis. Later, the device was explanted and replaced with another guidant ICD.